Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): () n/a [x] defect confirmed [ ] defect not confirmed front metal sheet cracks/damaged on the hinges. Active device history log review: [] n/a [x] defect confirmed [] defect not confirmed we will maintain this report for further references and continue to monitor other reports for similar occurrences. All information concerning this reported incident has been included in our trend analysis of the product line. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: magnesium 5 grams IV ordered at 9:45 am to be infused over 5 hours per muhc protocol for low magnesium level of 0.67 mmol/l from morning labs. Programing on the IV pump was set up properly (285 ml infused over 5 hours). Magnesium bag was hung at 17550 by rn and therefore supposed to finish infusing at 22:50. However, upon assessing the patient at 20:30, night shift rn noticed the bag of magnesium was completely emptied with the infusion pump still running, indicating that there was still 119ml left to infuse over the next 2 hours. Pump lines were also set up properly indicating a possible malfunction of the infusion pump.